Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set needle stuck event on (B)(6) 2025 during removal and patient was unable to remove the introducer needle. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.